Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate plus profile 700cc, serial number (B)(4), catalog number 3502700. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation procedure with saline mentor smooth round moderate plus profile 700cc and experienced bilateral capsular contracture baker grade grade ii on the left and baker grade I on the right breast implant. The capsular contractures were diagnosed during physical examination by the healthcare professional on (B)(6) 2018. As a result, the patient will undergo explantation on (B)(6) 2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On 04/19/2018, it was reported to mentor that the the device history record (DHR) of lot number 7368708 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).